Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to document the result of the analysis of the production records for lot l14364. A review of manufacturing documentation associated the finished device from this lot (l14364) was performed. Upon review of the device history record (DHR) for this lot, it was confirmed that the product was labeled incorrectly. A nonconformance was opened to capture the finding. The necessary actions to ensure final product quality have been taken and documented in the appropriate quality system. The final quality release criteria were met before this batch was released for distribution. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on 5/31/2019. [Additional information]: the healthcare professional reported that during the coil embolization of a cerebral aneurysm at the internal carotid artery, the physician chose the 1.5 mm x 2 cm galaxy g3 mini coil from the package that is labeled (glm915020 / l14364). Then the physician noticed while using this coil with the sl-10® microcatheter (stryker), that the coil length between the distal marker and the proximal marker is 3 cm, it was verified that the coil appeared to be 3 cm despite the label on the package that the coil was supposed to be a 1.5 mm x 2 cm coil. The coil length was confirmed several times under fluoroscopy. The label on the device package and the actual device size was different. The coil was removed still attached to the delivery system from the patient¿s body without any issue or difficulty; another same size coil 1.5 mm x 2 cm galaxy g3 mini coil from a different lot (lot l14359) was opened and the physician delivered the coil through the microcatheter to the aneurysm, before entering the aneurysm, the coil length was checked, and it was confirmed to be a 2 cm coil; the coil was implanted. Additional coils were implanted, and the procedure was safely completed. There was no report of any patient injury or complication as a result of the reported event. It was confirmed that there was no procedural delay as a result of the reported event. Product was received and is pending evaluation. The manufacturer will submit a supplemental report once evaluation is completed. Initial reporter phone: (B)(6). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. The name, phone and email address of the initial reporter are not available / reported. Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. ((B)(4)). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization of a cerebral aneurysm, the physician chose the 1.5 mm x 2 cm galaxy g3 mini coil from the package that is labeled (glm915020 / l14364). Then the physician noticed while using this coil with the sl-10® microcatheter (stryker), that the coil length between the distal marker and the proximal marker is 3 cm, it was verified that the coil appeared to be 3 cm despite the label on the package that the coil was supposed to be a 1.5 mm x 2 cm coil. The coil length was confirmed several times under fluoroscopy. The coil was removed from the patient¿s body and another same size coil 1.5 mm x 2 cm galaxy g3 mini coil from a different lot (lot l14359) was opened and the physician delivered the coil through the microcatheter to the aneurysm, before entering the aneurysm, the coil length was checked, and it was confirmed to be a 2 cm coil; the coil was implanted. Additional coils were implanted, and the procedure was safely completed. There was no report of any patient injury or complication as a result of the reported event. Product was received and is pending evaluation. The manufacturer will submit a supplemental report once evaluation is completed.

Manufacturer narrative:
(B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during the coil embolization of a cerebral aneurysm at the internal carotid artery, the physician chose the 1.5 mm x 2 cm galaxy g3 mini coil from the package that is labeled (glm915020 / l14364). Then the physician noticed while using this coil with the sl-10® microcatheter (stryker), that the coil length between the distal marker and the proximal marker is 3 cm, it was verified that the coil appeared to be 3 cm despite the label on the package that the coil was supposed to be a 1.5 mm x 2 cm coil. The coil length was confirmed several times under fluoroscopy. The label on the device package and the actual device size was different. The coil was removed still attached to the delivery system from the patient¿s body without any issue or difficulty; another same size coil 1.5 mm x 2 cm galaxy g3 mini coil from a different lot (lot l14359) was opened and the physician delivered the coil through the microcatheter to the aneurysm, before entering the aneurysm, the coil length was checked, and it was confirmed to be a 2 cm coil; the coil was implanted. Additional coils were implanted, and the procedure was safely completed. There was no report of any patient injury or complication as a result of the reported event. It was confirmed that there was no procedural delay as a result of the reported event. The product was received for evaluation; the investigational finding is documented below. Investigation summary: the non-sterile 1.5 mm x 3 cm galaxy g3 mini coil was received contained in a pouch. The device was not in the original packaging, the label of the device was received. The label has the correct dimensions 1.5mm x 2cm associated with the coil product code glm915020 from lot l14364. Visual inspection was performed on the device. The hub was observed to be in good condition. The device positioning unit (dpu) was observed kinked at 0.2cm and 28.7cm from the proximal end. The coil introducer was partially zipped and in good condition. The resheathing tool was without any appearance of being damaged. The marker band was found 38 cm from the hub, within specification. Microscopic inspection was performed. The v-notch appeared normal in good condition. The resistance heating (rh) showed no evidence of being heated and appeared in good condition. The embolic coil was in good condition. The embolic coil length was measured through the coil introducer to be 3cm. This observation confirmed the reported issue that the actual coil length is 3cm; the coil was incorrectly labeled with the label for a 2cm coil. A review of manufacturing documentation associated the finished device from this lot (l14364) was performed. Upon review of the device history record (DHR) for this lot, it was confirmed that the product was labeled incorrectly. A nonconformance was opened to capture the finding. The necessary actions to ensure final product quality have been taken and documented in the appropriate quality system. The final quality release criteria were met before this batch was released for distribution. An internal corrective action has been opened to address this issue. The reported issue that the coil was length was incorrect was confirmed. In addition, the issue incorrect packaging/pouch/box label was confirmed. An internal corrective action has been opened to address this issue. H.9: FDA correction/ removal reporting no.: 3013875781-05/31/2019-001-r the manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.